Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) would not power on with any autopulse li-ion battery was not confirmed during functional testing. The platform was able to power on during functional testing. During visual inspection, cracks on both head restraint brackets and multiple holes on the load plate cover were observed. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling. The archive data could not be retrieved via ira port or wire connection. The autopulse platform failed the initial functional testing due to no display upon power up, unrelated to the reported complaint. The lcd display showed no display, and the backlight did not illuminate. The root cause of the issue was a processor pca board failure, likely attributed to the age of the device. The autopulse platform was manufactured in (B)(6) 2005, and is over 18 years old, past its expected service life of 5 years. The processor pca board required is no longer available, therefore, the device cannot be repaired.

Event description:
The customer reported during shift check, the autopulse platform (B)(6) would not power on with any autopulse li-ion battery. No patient involvement.